Manufacturer narrative:
The evaluation found insufficient cleaning as residual fluid or foreign material was found inside the forceps channel. Also, the customer¿s reported broken insertion tube protector boot was confirmed. Additionally, there is deformation/wrinkles below the insertion tube boot cover. The bending angles are below specification due to worn/stretched angle wires. The adhesive part of the light guide lens has peeled off. Deformation/dent to the insertion tube. The bending section cover adhesive is missing. Spots/black dots on the image guide. Deformation/dents to the eyepiece. Minor scratches on the control body, eyepiece, fixing ring, grip, angle lever, up/down plate and at the light guide connector.

Event description:
Olympus service engineer was informed that a customer olympus endoscopy system (oes) bronchofiberscope was returned for service for a reported broken insertion tube protector which occurred during an unspecified event. Upon inspection and testing, insufficient cleaning was found as residual fluid or foreign material was found inside the forceps channel. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The manufacture date of this device has been requested. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested event was caused by insufficient or inappropriate reprocessing. It is recommended that the user read/re-read the instructions for use regarding reprocessing, etcetera. Olympus will continue to monitor field performance for this device.